Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labelling of the device.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional impella procedure. Reportedly, when closing the footplate in step #4, the feet did not close completely. The device was removed without issue. The suture was used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Nab1: adverse event/product problem. B2: outcome attributed to adverse event. B3: date of event . B5: describe event or problem. H1: type of reportable event. H6: patient code - 2104 removed.

Manufacturer narrative:
Date of event estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique prior to an interventional impella procedure. Reportedly, when closing the footplate in step #4, the feet did not close completely. The vessel intima was damaged. A stent was placed and surgical closure achieved hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.